Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that thrombectomy procedure was performed using the subject retrieval device to remove a clot in right middle cerebral artery (mca) aneurysm at m2 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 7 and mrs (modified rankin score) of 0. It was reported that during study procedure, intracranial hemorrhage new sah (subarachnoid hemorrhage) occurred within the right sylvian fissure, new 1.2cm intraparenchymal hemorrhage probably due to iatrogenic injury to vessel. The procedure was completed with the first pass and after 24 hours post procedure, the patient had (nihss) of 2. The event was not symptomatic intracranial hemorrhage (sich) and it was resolved without medical treatment to the patient. The patient was discharged on day 5-7 with nihss of 0 and mrs of 1 and on day 30 with mrs of 1.

Manufacturer narrative:
Section b5: executive summary: updated. Section d4 expiration date - added. Section h4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation / prior to use on the patient and was prepared as per the dfu. The reported ¿patient hemorrhage, blood loss without sequalae¿ and ¿patient vessel perforation¿ are a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that thrombectomy procedure was performed using the subject retrieval device to remove a clot in right middle cerebral artery (mca) aneurysm at m2 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 7 and mrs (modified rankin score) of 0. It was reported that during study procedure, intracranial hemorrhage new sah (subarachnoid hemorrhage) occurred within the right sylvian fissure, new 1.2cm intraparenchymal hemorrhage probably due to iatrogenic injury to vessel. The procedure was completed with the first pass and after 24 hours post procedure, the patient had (nihss) of 2. The event was not symptomatic intracranial hemorrhage (sich) and it was resolved without medical treatment to the patient. The patient was discharged on day 5-7 with nihss of 0 and mrs of 1 and on day 30 with mrs of 1. Update information: received additional information on 05-dec-2020 confirmed that the patient¿s vessel was perforated. There was no intervention was taken in response to the patient¿s vessel (angiographically occult). There were no issues was encountered during use of the subject device and the subject device performed as intended.